Event description:
A pharmacist reported that detected a foreign white plastic wire under the handpiece sleeve, on the phacoemulsification handpiece during surgery. The procedure details were unknown. The patient impact was not reported. Additional information requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2024-90239

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only one eye spear was returned and was visually inspected. A piece of unidentifiable clear fiber was on the eye spear. The sample was sent to the particle lab. Microscopic examination showed a white particle inside the cup. The particle was isolated and analyzed and the best match was found to be poly (ethylene terephthalate) (pet plastic). The root cause of the customer's complaint could not determine conclusively when, where or how the plastic would have made it on the reported component. It should be noted that only a spear was returned and not the reported suspect component. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).